Event description:
It was reported that the autoclavable camera head was unable to get white balance. The event occurred during inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
E1 - (B)(6) the investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image color abnormality, imaging unit water ingress, cable water ingress, image flicker caused by cable, head section breakage stopper damage, watertightness failure due to head section breakage stopper damage, electrical contact corrosion. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the most probable cause of this complaint was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.